Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, and h11. The device was not returned to olympus for inspection however, technical assistance center (tac) provided remote troubleshooting, and the reported failure was confirmed. Troubleshooting was able to resolve the reported allegation. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the complaint is traced to electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video processor was not connecting with the ultrasound center and no image was displayed. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The customer was instructed to remove the serial digital interface (sdi) cable and reconnect and the image appeared. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.